Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer to discuss the method comparison study they (customer) performed between lots 302 and 303. The cause of the event is unknown. The system is operating within specification. No further evaluation of the device is required.

Event description:
During a lot comparison study, a discordant high immulite 2000 (lot# 302) androstenedione (andro) result was generated on one patient sample in comparison to a result generated using lot #303 for immulite 2000 andro. No results were reported to the physician. There was no known report of treatment given or withheld based on the discordant, high andro result.